Event description:
It was reported a revision surgery of sn knee due to tibial plate loosening.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. Evaluation of the returned components noted that the femoral component had damage to the medial aspect of the flange, as well articular surface scuffs/wear and scratches. The tibial baseplate also revealed scratches on the superior surface of the tray and lock detail periphery; the articulating insert also showed damage on the anterior lock detail and posterior notch, as well as articular surface wear and burnishing and inferior surface scratching. Based on the information provided, the root cause of the reported loosening cannot be confirmed. A review of complaint history on the listed parts and their corresponding batches revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.